Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and stretched coils were confirmed. The reported entrapment of device and failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As reported, upon sudden resistance being noted when advancing the guide wire the physician utilized additional guide wires and balloons to remove the initial guide wire. Without detailed information as to the step-by-step process utilized to dislodge the ¿stuck¿ guide wire it cannot be determined if the guide wire was damaged prior to this removal process or if the removal process damaged the guide wire. The instructions for use also provides the following warnings concerning the guide wire: ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw, or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature.¿ the investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated ¿the images provided do show what appears to be a portion of a guide wire in the subject vessel. While the lesion under treatment was described as ¿soft¿ is was also described as being a ¿total occlusion¿. Based on these descriptions there it is possible that the lesion characteristics were misdiagnosed initially, potentially leading to a more aggressive treatment plan and improper guide wire selection.: medical device problem code 1069 removed

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and stretched cols were confirmed. The reported entrapment of device and failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the stent delivery system interacted with the patient¿s lesion during advancement, resulting in the reported failure to advance and subsequent entrapment. Additionally, return device analysis noted that the separated tip¿s core was kinked at multiple location and the coils were mangled/misaligned. This indicates that the guide wire was likely manipulated after becoming entrapped, resulting in the reported tip separation, and stretched coils. The instructions -for-use (IFU) provides the following warning: ¿use the most suitable guide wire for the lesion being treated.¿ as reported, upon sudden resistance being noted when advancing the guide wire, additional guide wires and balloons were utilized to remove the initial guide wire. Without detailed information as to the step-by-step process utilized to dislodge the ¿stuck¿ guide wire it cannot be determined if the guide wire was damaged prior to this removal process or if the removal process damaged the guide wire. In this case, it is likely that the guide wire interacted with the patient¿s lesion during advancement, resulting in the reported failure to advance and subsequent entrapment. Additionally, return device analysis noted that the separated tip¿s core was kinked at multiple location and the coils were mangled/misaligned. This indicates that the guide wire was likely manipulated after becoming entrapped, resulting in the reported tip separation, and stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a soft lesion in the left anterior descending (lad) coronary artery. The patient had st elevated myocardial infarction (stemi). The 014 ht turntrac device was being advanced through the occlusion, when it became stuck and was not able to move forward. A balloon and a new guide wire were used to dilate the lesion in order to be able to withdraw the turntrac guide wire. After being removed, the distal tip was noted to be separated. The coils were stretched and the wire was damaged. Another non-abbott wire was used to complete the procedure. A clinically significant delay was noted due to the need for balloon intervention. No additional information was provided.

Manufacturer narrative:
The device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.